Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Product was reported to have been discarded at the user facility, therefore, no eval can be performed. We will submit a follow up report when /if additional info becomes available.

Event description:
Pt was implanted in 2007. Mesh was explanted the following month due to infection. No other mesh was used for repair.